Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 3/4 consistent with an incomplete or interrupted cycle. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a lap sigmoidectomy, the device could not be fired at the 1st stroke of the 1st firing on the colon. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.